Event description:
It was reported by the distributor, that after the catheter had been implanted, there were poor flows noted. Upon closer inspection, it was found that the arterial tunneled portion of the catheter was kinked, 8mm proximal to the hub.